Manufacturer narrative:
The instrument accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. In addition, the date of the surgical procedure is unknown. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from an endowrist stapler sheath was found to be torn and detached from a stapler instrument. The stapler sheath fragment was retrieved. However, it is unknown if any other stapler sheath fragments fell inside the patient. Also, the location for the remainder of the endowrist stapler sheath associated with fragment that was retrieved is unknown.

Event description:
It was reported that while reviewing a video of a da vinci-assisted right upper pulmonary lobectomy procedure, a fragment from an endowrist stapler sheath was observed to have torn off from a stapler instrument and had fallen inside the patient. According to the initial reporter, the surgeon could not recall the event. An intuitive surgical, inc. (Isi) clinical development engineer (cde) also reviewed the video. The cde indicated that at one point during the video, the stapler sheath appeared intact on the distal half. The proximal end of the stapler sheath was not visible in the video. Approximately 2 minutes later in the video, a stapler sheath fragment was located and removed from the patient. The stapler sheath fragment appeared to be torn, was not the full length of an actual endowrist stapler sheath, and was detached from a stapler instrument. It is unclear if any other stapler sheath fragments fell inside the patient. In addition, the location for the remainder of the endowrist stapler sheath associated with fragment that was retrieved is unknown.